Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the ipg did not fail to work as intended. An alternate ipg, closed loop system was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the implantable pulse generator (ipg) failed and the patient's heart stopped. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.